Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump system. The pump was used to deliver morphine sulfate at 15.2mg/ml at 9.52mg/day, fentanyl 2000mcg/ml at 1253.03mcg/day, and bupivacaine 13.6mg/ml at 8.52mg/day. It was reported that a pump pocket infection occurred. At the patient's clinic visit on 2023-03-16, the patient reported that he was recently hospitalized due to pneumonia. At this time, an infection at his pump site was discovered. The pump pocket was aspirated and he was given intravenous antibiotics. On 2023-03-16, the patient was discussed with between doctors. They were able to aspirate clear viscous fluid. Per another doctor, it was okay to refill the pump with no changes. On 2023-04-12, the patient called the clinic and reported that he had surgery on 2023-04-10 for the pump pocket infection treatment. The pump was removed from his abdomen and the pocket was cleaned/irrigated. Vancomycin antibiotic beads were inserted into the pocket and the pump was re-implanted. At this time of the patient's phone call, the patient was home. His wound was healing. He had a peripherally inserted central catheter (PICC) line and was getting daily intravenous antibiotics through this line. The patient was feeling better but was still running a fever. The patient asked to have his pump refill appointment changed from 2023-04-24 to 2023-04-27 in the early morning, as he had to be back home in the afternoon to have his IV antibiotic. The appointment was rescheduled. The patient requested that his hospital records be sent to his pain clinic so that they had records on what was done with treatment of the pump infection. A message was sent to the patient's pump providersas an update and the pharmacy was notified of the appointment change. Per a pump assessment note from an unknown date, a pump pocket aspiration was completed at this visit. 20cc of blood-tinted serosanguineous fluid was pulled and sent for culture. A doctor agreed to send a referral to have the patient's pump refill in his home. This referral was pending results of the culture taken. The patient's pump pocket issues would need to be stabilized before starting home refills. The patient would need follow-up in the clinic every six months if having the pump filled at home. At this time, the patient reported that he was doing well with his current dosing. His boluses were helpful for him. He was beginning to recover from his recent hospital stay. He was no longer on antibiotics and started walking on his own. At this visit, a pump refill would be completed with no changes. It was noted that the patient had a personal therapy manager (ptm), which allowed a maximum of five activations per 24 hours. The patient's alarm date was set for 2023-10-11. It was noted that, on 2023-09-25, the patient's pump was to be filled at home. It was unknown if any diagnostics/troubleshooting was performed. At the time of this report, it was unknown if the issue was resolved. The patient had a diagnosis of intervertebral disc disorders with radiculopathy, thoracic region and radiculopathy, lumbar region.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the infection resolved.